Event description:
It was reported that during the meniscus suturing procedure, when the implant began to pierce the outer layers, it was noticed that the needle at the connection with the cannula had broken. No adverse events have been reported as a result of the malfunction. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). G2: poland. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, g3, h1, h2, h3, h6, h10. Visual examination of the provided photo identified sutures out of the device. However, due to the quality of the photo, a needle/tip fracture cannot be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.